Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: black box and alarm history shows ¿cs078/cs064¿ motor alarms on 09/25/15. The pump alarmed with a hard ¿cs078-0008¿ alarm upon the first rewind attempt, unable to verify step. Reported ¿motor alarm¿ complaint is duplicated. Technical analysis revealed a single component u9 failure. No intermittent condition was found to the pcb. The pump case is cracked below the keypad rubber at the front. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.